Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "during op, harmonic was suddenly broken.". Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.219¿ from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling. An additional observation not reported by site was that the instrument was found to have teflon pad damage on the clamp arm. A missing piece, measuring roughly 0.020¿ x 0.072¿ in size was not returned. The root cause f this finding is typically attributed to mishandling. A review of the instrument log for the harmonic ace (part # 480275-08/(B)(6)) associated with this event has been performed. Per logs, the instrument was used on 30-may-2021, on system sk0319. This is a single use instrument. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the harmonic ace (part # 480275-08/serial# (B)(4)) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2021, on system (B)(4). The is a single use instrument. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the blade of the harmonic ace instrument reportedly broke and fell inside the patient. The fragments were retrieved, and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace was suddenly broken. There was no report of fragment(s) falling inside the patient. A similar backup da vinci instrument was used. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was used for about one hour and the instrument blade was broken inside the patient. The surgeon removed the fragment by using a grasper, during the same procedure. The instrument was inspected prior to use with no damage found. During a da vinci-assisted thyroidectomy surgical procedure, the instrument broke while it was being used for dissecting tissue. All the fragments were retrieved upon visual inspection. It was unknown what caused the breakage as the instrument did not collide with any hard materials or other instruments. There was no patient injury. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No damage to the cannula nor the instrument after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.